Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a drop in pacing impedances. Additionally, the rv lead had chronically high pacing thresholds. A revision procedure was performed to replace the lead. During the revision insulation damage was observed. The proximal portion of the lead was explanted and the distal portion was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was severed 11 centimeters (cm) from the terminal pin and only this terminal pin segment was returned. The majority of the lead (53 cm) was not returned. Resistance tests were completed on the returned segment to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing of the returned segment was unable to reproduce the reported clinical observations or identify any lead characteristics that would have caused or contributed to the reported clinical observations.